Event description:
It was reported that the tip of the large pointer was bent during testing at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the tip of the large pointer was bent during testing at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Device not yet returned for investigation.

Manufacturer narrative:
The reported event, that the tip was bent, was confirmed through visual inspection. During the device evaluation, it was unable to be determined what caused the bent tip. The pointer was unable to be repaired and will not be returned to the user facility.